Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -internal corrosion in insertion tube. -insertion tube is dent. -insertion tube is bend. -light guide bundle is broken. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a component failure of video connector cover. The cause of video connector cover failure could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer. The intended procedure was completed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure the subject device presented a damage on its universal connecting section. There were no reports of patient harm.